Event description:
The customer reported the system had a collimator error and the collimator was closing on its own. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.